Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The lead was difficult to place and the helix was impossible to fixate to the target position. The lead was removed. No patient complications have been reported as a result of this event.